Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v181305, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
A consumer reported the patient developed a cyst at the location of the lead three months after implantation. To drain the cyst, the lead was removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider (hcp) reported the patient had a cystic lesion at the site of the electrode. The patient had paralysis agitans and a left thalamic cyst that was a reaction to the deep brain stimulation (dbs) electrodes. The patient developed progressive right sided paresis and apraxia. An MRI and CT scan was done. After reviewing the scans, the hcp recommended the removal of the electrode and drainage of the cyst. During the explant, the lead was cut and the burr hole apparatus was removed. The lead was gently retracted and was removed with no resistance. The tip of the lead was sent for culture to ensure this was not an infectious problem. The cyst was punctured and about 2.5 cc of fluid was removed. A biopsy of the cyst wall was also done. After the cyst was irrigated, the burr hole apparatus was placed in the burr hole and the end of the lead was covered with silicone. The wound was irrigated with saline and closed. No cause was determined.